Event description:
Pt underwent a bilateral augmentation mammoplasty with silicone implants many years ago. Pt now presented with bilateral deformity and positive findings on radiological evaluation revealing a silicone leak. Pt then elected to proceed with definitive capsulectomy and replacement with saline implants.